Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -08.50 diopter, in the patient's left eye (os), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op uncorrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial with presence of clear surgical residue/ debris on the product. Visual inspection found no visible damage to the lens and presence of clear surgical residue on the lens. (B)(4).

Manufacturer narrative:
Name and address: the physician's name is corrected from " dr. (B)(6) " to " dr. (B)(6)". (B)(4).